Event description:
Procedure: tumor removal (gist - gastrointestinal stromal tumor). According to the reporter: this cartridge didn't fire fully. After first firing (15 mm), handle didn't work to go. So another cartridge was used. Second cartridge was also fired 15 mm. Third cartridge was used and it worked without any problems. So it was concluded that the problem was with the cartridge, not the body. There was no pt injury. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).